Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03406. Related manufacturer reference number: 1627487-2020-03407. It was reported the patient experienced ineffective stimulation. In turn, an impedance check confirmed high impedance. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the lead and extensions were explanted and replaced. Surgery addressed the issue.